Event description:
Customer reported system intermittently will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply, replaced the generator interface board battery, and repaired the power cord connector. System operates as intended.